Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer replaced a sample probe. Precision studies were performed. The investigation determined the issue was resolved by the probe replacement.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 and a second patient sample tested with total protein gen.2 on a cobas c 703 analytical unit. The first sample initially resulted in a glucose value of 1.38 mmol/l and it repeated as 6.22 mmol/l. The second sample initially resulted in a total protein value of 19.3 g/l and it repeated as 90.4 g/l.